Event description:
In 1991 resident was up in wheelchair sitting in their room. At 9:50 am staff observed resident had fallen to the floor, face forward. Found lying on belly with abdomen resting on foot pedals of the wheelchair. (It appeared resident hit head on the floor.) Blood was on the floor. Resident sustained a deep laceration with hematoma mid forehead. The resident was returned to the bed. The wound cleansed and a dressing applied. The physician was notified at 10 am. Md arrived at the facility at 11:45 am and placed 13 sutures in laceration. Orders received for tetanus toxoid. Orders received to keep dressing on for 24 hours then remove and use antibiotic ointment tid. The chair was not tipped over, it was sitting in its usual position.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.